Manufacturer narrative:
The reported pressure sensor mismatch failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator service required alarm. The tidal volume was showing 300-400ml. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator service required alarm relating to 'pressure sensor mismatch' was found in the device's error log. The service technician states that contamination of the airflow delivery route including the flow sensor was confirmed. Contamination was considered to be the direct cause of the occurrence of the error and the flow sensor was replaced to address the issue. Additionally, the system printed circuit assembly (pca) board, blower assembly, 3-way solenoid valve, proportional valve, low flow o2 tubing, blower chasses plate, blower cap, outlet side panel, blower mount, blower bellows seal, fio2 housing, dual limp cup, filter cover, muffler assembly, blower chassis tubing, fio2 tubing, low flow o2 connector, system pca tubing, air inlet foam filter, particulate filter, and vanity cover assembly were replaced. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.